Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that they would be meeting with the patient on (B)(6).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that during a revision surgery on (B)(6) 2016, the rep got high impedance when the lead was connected to the ins. The healthcare professional (hcp) connected the lead to the multi-lead trialing cable and still got high impedance of greater than 40,000 ohms. The hcp eventually replaced the lead, but two of the electrodes still had impedance greater than 40 ,000 ohms. The hcp was satisfied, thus he closed up. The rep went to program the patient that evening and electrodes 1, 3, 4, 9, 10, 11, 14, and 15 all had impedance >40,000 ohms. The rest of the electrodes had normal impedance. The rep was able to program with adequate pain coverage for the patient; however, the patient wanted stimulation to be higher up in the back. The rep was to call the patient on (B)(6) 2016 to schedule reprogramming. No symptoms were reported. The rep was to return the lead for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.